Manufacturer narrative:
The reported issue was inconclusive. The photo of the device was found to be inadequate to perform investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that the balloon of the hydrogel foley catheter was off center when inflated during pre-testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon of the hydrogel foley catheter was off center when inflated during pre-testing.